Event description:
A report was received by ciba vision from a surgeon that a patient who had a right eye memorylens implant in 2000 had to have the lens explanted in 2001 due to opacification. The lens was replaced, and the surgeon reported the patient's corneal status immediately post operation as "good" and that patient's condition was stable.